Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported multiple downstream occlusions when testing which was not reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined to be force sensor was out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.